Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8917ds batch 15464998 was received for investigation. Visual evaluation noted that the anchor was fractured. The device was returned without the sutures. Functional testing could not be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to off-axis insertion, prying, and leveraging the device with excessive force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-dec-2025, an arthrex subsidiary employee reported via email that the tip of the driver broke while inserting the screw of an ar-8917ds mini tightrope ft into an intermediate wedge-shaped bone hole. The screw was successfully placed, and all broken fragments were retrieved. The procedure was completed using a replacement ar-8917ds mini tightrope ft. The event occurred during a procedure on (B)(6) 2025. No detailed information was provided regarding the type of surgery. There was no significant delay, no additional anesthesia administered, and no adverse effects reported. No photos were taken.